Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose level was 26 mmol/l. Customer experienced symptoms such as loss of appetite, tummy pain and vomiting. The customer was treated with intravenous but just fluids, gravol. Customer stated that they did not alleging insulin pump for under delivery. Customer stated that they did not used auto mode feature at time of high blood glucose event. The reason for the high blood glucose was because the cannula was bent. The insulin pump will not be returned for analysis.